Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the telemetry strips showed possible loss of capture on the right ventricular (rv) lead. Follow-up was performed and the loss of capture was determined to be inhibition due to oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.